Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks as a result of noise and oversensing. Review of episodes noted positional changes in amplitudes resulting in smartpass being disabled and a total of 12 inappropriate shocks. An x-ray was performed and it was noted the electrode appeared to no longer be in an ideal position. Additional testing with the automatic screening tool determined the patient had no suitable sensing vector. The physician elected to perform a revision procedure at which time this s-ICD and electrode were explanted and replaced with a transvenous system. No additional adverse patient effects were reported.